Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e, g. The revision reported may be the result of the dislocation as reported. Humeral loosening was also noted during the revision surgery. However, the sequence of events and contributing factors cannot be determined from the provided information. The cause of the dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10 concomitants: humeral adapter tray +0. 322-10-00. (B)(6). +2.5 42mm humeral liner. 322-42-03. (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder was revised approximately a week post initial operation. Subsequently, the patient had a violent sneeze, causing dislocation of the shoulder. Once the surgeon got into the shoulder, he found out the stem was loose and was able to pull it out by his fingers. Patient was revised to a std stem size 15 with a +0 humeral tray and +2.5 42mm humeral liner. Patient was last known to be in stable condition following the event.